Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) hardened.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the insertion flexible tube (ift) spiral closer condition. Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the insertion flexible tube (ift) coating damage, the distal body cracked, the root brace rubber discolored, the remote control button(1) discolored, the remote control button(2) discolored, the remote control button(3) discolored, the remote control button(4) discolored, the u/d knob white marking faded/missing, the u/d lock lever white marking faded/missing, and the light guide cable twisted; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.